Event description:
This rv lead was showing trends of high impedance beginning in (B)(6) 2019. Lead was capped on (B)(6) 2019 due to high impedance.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.